Event description:
A malfunction was reported by the customer regarding the pump. There was no adverse impact to the customer's blood glucose level. The customer was advised to reset the pump, and continued use was permitted as the malfunction code did not recur. Customer was instructed to contact support if the issue reappears.